Event description:
Reporter reported to co that there was a detachment of the connection between the tubing and the luer lock adapter of the arterial line. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. One sample was received with the tubing disconnected from the female luer lock (fll). Visual examination revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent manufacturing issues. The tubing assembly in question was manufactured on an automatic tubing assembly machine. The product is 100% visually inspected by the operator for proper assembly and sufficient solvent. As a precaution in july 2007, the assembly routing instructions for the assembly machine were modified to require operator sign off for the solvent purging on the machine along with documenting the 100% inspection. As part of the inspection process, any units removed during the 100% were reworked by the operator. Also as a precaution in mid december 2007, this practice has been discontinued. Any units removed during the 100% inspection are being discard. The product was run prior to the corrective action. Smiths was able to confirm the issue; however, no root cause could be determined. No additional action is necessary at this time. Smiths considers this MDR closed with this report.